Manufacturer narrative:
The user facility reported that a ligaclip (multi-clip applier device) severed a vessel when it was applied during a procedure. No negative pt outcomes have been reported by the pt or user facility due to this event. Sterilmed, inc has contacted the user facility for additional info and also to retrieve the device in question. Thus far the user facility has not complied with the device return requests. Therefore sterilmed, inc has been unable to perform a quality investigation on the suspect device. Sterilmed, inc will submit additional info to FDA pertaining to this event if it becomes available. These devices are rigorously tested prior to shipment to the customer therefore decreasing the likelihood for a device failure. Historic occurrences of this type of event are infrequent. The fact the device was reprocessed in no way made it more susceptible for an event like this to occur.

Event description:
It was reported that a ligaclip severed a vessel when applied during procedure.